Event description:
During robot case, monopolar scissors stopped working. When md visualized the scissor tip, he noticed it was broken. First assist was unable to remove instrument from trocar due to the dysfunction. The whole trocar had to be removed from the patient and a new on inserted. The instrument was still unable to be separated from the trocar. Sent to decontamination to be cleaned and then given to surgery director.